Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance. Artifacts were also observed on the ra channel. Ra lead fracture is suspected, and the patient will follow-up in clinic in a couple of weeks. No adverse patient effects were reported. This lead remains in service. Additional information: the patient was seen in clinic for follow-up, and a lead safety switch was confirmed to have occurred on (B)(6) 2023 due to an out-of-range impedance measurement. Noise was recreated in-clinic; however, the noise was not over-sensed. It was noted there were not many events recorded due to previous oversensing. Sensing in bipolar was good, p-wave measured was around 3.5 mv. Pacing impedance while bipolar pacing remained out-of-range every time measured. When pacing was reprogrammed to unipolar, pacing impedance was well within range. Implant is from (B)(6) 2023. The physician suspects the lead is very tight around the clavicle. As the pacing percentage is 1%, and taking into account that sensing in bipolar is good, the physician decided to leave bipolar sensing and unipolar pacing programmed. The patient is enrolled in the latitude remote patient monitoring system.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance. Artifacts were also observed on the ra channel. Ra lead fracture is suspected, and the patient will follow-up in clinic in a couple of weeks. No adverse patient effects were reported. This lead remains in service.